Manufacturer narrative:
Motor error alarm noted during basic occlusion test and unable to prime during prime/delivery test due to faulty back pressure sensor. Motor was tested outside the device and passed. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm during bolus. Blood glucose level at the time of the incident was 420 mg/dl, which was treated with a bolus. Blood glucose level around the time of the call was 200 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.